Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. No further information was able to be obtained from this customer. However, a phaco handpiece was returned for investigation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no nonconformities. The handpiece was flushed for metal particulates testing. The sample was visually and microscopically analyzed and found to contain numerous small metallic-appearing particles up to 80 ¿m in length. The metallic-appearing particles were isolated and analyzed. The particles were identified to contain elements including carbon, aluminum, and titanium. The exact origin and quantity of the fibers and particles remains inconclusive. A flow rate test was performed on the handpiece irrigation and aspiration lines, (which were found to meet specifications). The returned sample was connected to a calibrated system. The handpiece tuned successfully. However, system message (sm) occurred during burn-in test with the system set at 100% ultrasonic and torsional power. Disassembly of the handpiece revealed no, obvious nonconformity. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure the surgeon noticed a 2mm metal particle in the eye. The metal particle was removed. When the crystalline lens and cortical was removed a capsule tear was noted. The surgeon suspects this was a consequence of the metal particle. The procedure was completed the same day. Additional information has been requested and received indicating that the tear was an anterior capsule tear and the intraocular lens was able to be implanted.